Manufacturer narrative:
Telephone number: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that as the embolization coil was being inserted into an impress angiographic catheter (merit medical), the coil was unintentionally detached. As the coil remained in the angiographic catheter, the coil was withdrawn along with the angiographic catheter and was successfully removed from the patient. The angiographic catheter was reinserted and another coil was used and positioned without incident. Subsequently, the procedure was successfully completed.